Event description:
A gore viabahn endoprosthesis was successfully deployed for the treatment of a sfa occlusion. During the deployment of the second device, the deployment line broke resulting in partial deployment of device. The physician cut down the delivery catheter, retrieved the end of the deployment line, and successfully completed the device deployment. However, the device deployed in the external iliac artery and covered profunda artery. The patient was later transferred to the or, where the physician surgically removed the device covering the profunda artery and repaired the vessel. The patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The investigation is in progress. Pending the return and the analysis of the device.